Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : g2 a getinge field service engineer fse evaluated the unit, replaced the fo cable, and performed testing. All functional and safety checks required to meet factory specifications were performed and passed. Furthermore, the nvram ic and external batteries were replaced at the prescribed intervals per the service manual. The batteries were not expired. The failure analysis and testing department received this part with a reported unit failure of a broken fiber optic connector found during pm. The failure analysis and testing department performed a visual inspection of the part received, fiber optic sensor extension cable assembly, serial number (B)(6), and found that the blue receptacle housing of the fiber optic connector was broken. Due to the extent of the damage, further investigation by the failure analysis and testing department was not possible. The failure analysis and testing department was able to verify the failure as described by the customer. The part is being retained in the fat department. The probable root cause per CAPA 792593 is that the fiber optic adapter connector of the cable assembly fo sensor extension is not robust enough to consistently withstand large or repeatable force or impact that the connector may be subjected to during continued use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had broken finer optic connector. There was no patient involved and no harm reported.